Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable d-eura srd-rm0012 rev 18 indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown adapter/connector/defective/damaged the following information was provided by the initial reporter: the patient was admitted to the hospital with "cough, sputum production, and shortness of breath for more than 4 years, which worsened for 3 hours." Admitted to hospital on (B)(6) 2024, diagnosis: 1. Acute exacerbation of chronic obstructive pulmonary disease, 2. Silicosis, 2024-03-21 08:30 during the infusion process, the nurse found that the heparin cap of the intravenous indwelling needle was ruptured while preparing 22g of sealant. And replace the heparin cap immediately. The patient did not experience any adverse consequences.